Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure, for atrial fibrillation, the farawave catheter was tested prior to procedure, and testing passed. The catheter was flushed and started using it inside the body. Once opened to flower, the physician was unable to completely undeploy the catheter with the handle. There was also a limited flushing of the catheter, it seemed slower. The procedure was completed with the same farawave catheter. No patient complications were reported. The device is not expected to be returned. It was further reported that a pressure bag was used for flushing, and no air was detected in the patient.